Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels after treating for an inaccurate high blood glucose reading. The customer stated that she did not know whether the issue was with the insulin pump or the glucose test strips. She stated that she would get blood glucose readings of 500 mg/dl when she knew that her blood glucose readings were not that high. After treating based on the inaccurate blood glucose reading, the blood glucose reading dropped to 44 mg/dl. She concluded that she was having issues with her glucose meter, not the insulin pump. She declined troubleshooting assistance for low blood glucose. She advised that the issue was related to the glucose meter and stated that she was comfortable using her insulin pump, as there were no issues with it. Nothing further reported.